Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea and increased troponin (possible heart attack). It was also reported that the implantable pulse generator (ipg) exhibited "pacemaker malfunction". The ipg remains in use. No further patient complications have been reported as a result of this event.